Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported via a brief real world data mining project summary in which the following information was reported. Three hundred forty five incidence of explantations among a cohort of patient eyes in the aao (american academy of ophthalmology) iris (intelligent research in sight) database who underwent cataract surgery and had a known brand/type of multifocal intraocular lens implanted between (B)(6) 2016 and (B)(6) 2017 at practices with at least 365 days of follow-up available in the registry (n=29,517). Thirteen explantations of our multifocal and or multifocal toric iols. Three hundred thirty two explantations associated with a competitors brand of iols. There are two medical device reports associated with the thirteen incidence of explantation with two brand/type lenses. It is unknown how many of the thirteen explantations were associated with this specific brand/type of lens. There were no specific dates, product identifiers or specific patient information provided for each of the thirteen cases.